Event description:
Literature was reviewed regarding the factors that affect cage obliquity angle despite orthogonal maneuvers performed during oblique lateral interbody fusion (olif) and assessed the relationship between cage obliquity angle and radiological outcomes post-surgery. Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: trapezoid-shapedpolyether ether ketone cage (clydesdale). Device product performance issues included: cage subsidence in 2 patients. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Doi: 10.3340/jkns.2023.0071 a2. This value is the average age of the patients reported in the article on which olif was performed as specific patients could not be identified. A3. This value reflects the gender of the majority of the patients reported in the article on which olif was performed as specific patients could not be identified. B3. Please note that this date is based off of the date of acceptance of the article. D4: product identifiers are unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. G4: 510(k)# is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.